Event description:
Noted that syringe is not calibrated correctly from MFR. Medication fill was 10 ml, however, it appeared in syringe as 8.6 ml. Withdrew contents to verify correct 10 ml volume. Measured in graduated cylinder and it was, in fact, 10 ml. Discovered from home infusion. Pharmacist in home infusion is aware of the issue. Dates of use: continuous. Diagnosis or reason for use: obtained due to shortage of previously stocked syringes.